Event description:
Boston scientific crm received information that this device was explanted due to battery status of elective replacement indicator (eri). The explanted device is intended to be returned for post explant product analysis. Replacement was reported with another boston scientific device and no adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of the analysis process, this event will be further updated.

Manufacturer narrative:
Upon return, this device was thoroughly analyzed. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. Additional testing confirmed impedance measurements between the df+ and atip, as well as the df- and atip, were atypically, low. The device outer case was opened and the header removed, revealing an arc between the atip and df+ feedthrough wires. The arcing damage was at the point where the df+ wire was in a sharply bent position. Root cause testing remains ongoing.

Manufacturer narrative:
Engineers confirmed this unit had been manufactured prior to the corrective/preventive actions implemented in november 2005, when the feedthru wire insulation had been changed from polyimide to peek tubing. A review of device memory found that shocks delivered in 2007 and 2008, had impedances values of 50 and 58 ohms respectively. The final device shock recorded, delivered in (B)(6) 2009, had an impedance of 70 ohms. All shock impedance values from the observed three years, were within normal limits. Laboratory analysis concluded, the arc occurred during the last delivered shock on (B)(6), 2009, in which a 31 joule shock was delivered. This is indicated by the 100 ohm decrease in the atrial lead impedance recorded in the daily impedance measurements following the shock and the shock impedance of 70 ohms. The delivered shock impedances prior to this shock were also within normal limits. This shock did converted the patient. Circuit detailed analysis also concluded that when the df+ and a-tip wires were arced together, approximately 90 percent of the shock energy would be delivered to the heart while approximately 10 percent shunted by the arc. The product has been archived as a confirmed malfunction.